Event description:
It was reported that the customer was hospitalized due to hyperglycemia and dehydration. The customer's blood pressure was also high. The customer's blood glucose reading was over 500 mg/dl at the time of the event. The self test passed. After the event, the customer reported experiencing low blood glucose levels, but she did not require medical attention to treat the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.